Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g, g6, h2, h3, h4, h6, h11. Corrected fields: d4. The getinge field service engineer (fse) found numerous fault 77's and fault 14's in the fault log. The fse replaced the compressor and mufflers. The unit passed all safety and functional tests and was returned to the customer for clinical use. The failure analysis and testing dept. Received part number 0119-00-0236 rev. A, sn (B)(6), with a reported unit failure of a service compressor message with fault 77 and 14. The fat performed a visual inspection and found the part to be in good condition. The fat installed the part in cardiosave test fixture and tested the part to factory specifications per the cardiosave service manual. Tested for 3 hours with no failure confirmed. Retaining the part in the failure analysis and testing department per procedure.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is giving service compressor message. There was no patient involvement reported.